Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received as of yet. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a coupling screw broke during a trochanteric fixation nail (tfn) procedure. The head of the coupling screw broke into two pieces, outside of the patient, while implanting a helical blade. Both the head and the shaft were retrieved. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. One helical blade coupling screw was returned with the complaint that ¿the head of the coupling screw broke outside of the patient while implanting helical blade. Coupling screw broke in two pieces, shaft and head were retrieved.¿ upon receipt of these devices it was seen that the device is in two pieces, the knurled cap is detached from the shaft of the coupling screw, and there are hammer marks on the cap. This complaint is confirmed. The drawings for the helical blade coupling were reviewed and the design, material and finishing process are appropriate for the intended use of this device. This complaint condition is confirmed, the most probable root cause of this complaint is either off axis hammering, or hammering while not fully threaded, coupled with use over time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.